Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports that the tip of the ptd thrombectomy device broke off and became lodged within the soft tissue just below the elbow. Attempts to remove it were unsuccessful due to its extravascular location.

Manufacturer narrative:
(B)(4). Additional information received from the doctor at the user facility. Patient with small hematoma. Attempted retrieval but tip in small vein branch and couldn't be retrieved. Tip left in , so no further harm caused.

Event description:
The customer reports that the tip of the ptd thrombectomy device broke off and became lodged within the soft tissue just below the elbow. Attempts to remove it were unsuccessful due to its extravascular location.